Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as the date of this report. A follow- up report will be sent when the analysis is completed. See scanned pages.

Event description:
The hcp reported the pump was explanted due to an infection. The type of organism was reported as unk. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow- up report will be submitted if add'l info becomes available.